Event description:
A pt reported through the us specialty pharmacy ((B)(4)) that the rechargeable battery is a fire hazard and it makes sparking and clicking noises when plugged in. The optineb also flickers on and off when it is plugged into the rechargeable battery unit. Device MFR date: 10/2010. Consumer reporter details withheld USA.